Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while gaining sheath access for an rf ablation procedure of the gsv, the introducer hub detached within the 7f access sheath. The attending clinician and staff did not recognize that the introducer had detached from the hub while removing the access wire and introducer together as the last step of the seldinger access technique. When the clinician was introducing the rf ablation catheter through the access sheath, they inadvertently introduced the foreign body into the patient's iliac vein. The clinician could not identify the foreign body via us. The patient was transferred to another facility for better imaging where the location of the foreign body was confirmed. Vascular surgery was then consulted, and the foreign body successfully extracted via surgical technique thus liberating the needed vascular conduit for the patient.

Manufacturer narrative:
The suspect device will not be returning for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and 2 similar complaints for this lot number have been identified. Should the device be returned later, the investigation will be re-opened.